Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the bolus button is unresponsive. There is no additional information available at this time. This report is being made based on the alleged bolus button malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 06/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons including the audio bolus button responded as expected. There was no physical damage to the keypad. No keypad defect was found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).